Manufacturer narrative:
Based on the current information provided, the root cause of the customer¿s reported intra-operative event cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history shows no other complaints related to the complications reported in this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs was not possible as there are currently two known da vinci surgical systems present at the procedure site: (B)(4) and the procedure date associated with the operative complication is unknown. A log review is not possible due to a lack of system and instrument details, and event/procedure date information. This complaint is being reported due to the following conclusion: within the journal of surgical case report article titled, ¿the risk of footswitch misstep during robot-assisted thoracoscopic surgery: a case report,¿ it was noted that a patient sustained an injury to the pulmonary artery which required medical intervention. Although it was noted that a footswitch was accidentally activated and a spatula was energized, resulting in pulmonary artery trauma and blood loss, the root cause of the event is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The exact date of the event is unknown. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On (B)(6) 2022, intuitive surgical, inc (isi) became aware of a journal of surgical case reports article titled, ¿the risk of footswitch misstep during robot-assisted thoracoscopic surgery: a case report¿ (hashimoto, m., sawai, s., et. Al., 2021). Within the journal article, an intraoperative complication was reported involving a (B)(6) male with suspected right upper lobe lung cancer. The patient underwent a robotic-assisted thoracoscopic surgery (rats). The following is noted: "while avoiding the pulmonary artery with the right arm spatula and trying to cauterize v2t with the left arm bipolar-forceps, the footswitch was accidentally activated and the spatula was energized, resulting in pulmonary artery trauma and blood loss." The bleeding was stopped by compressing the artery with surrounding tissue and the procedure was continued without conversion to thoracotomy. Intuitive surgical, inc. (Isi) has reached out to the author to obtain additional information but has not yet received a response.